Event description:
Information received indicates the bed exit alarm is not working.

Manufacturer narrative:
The technician found that the bed exit was not setting due to the scale being zeroed with the patient in the bed. User error.